Event description:
Following a bronchoscopy lung biopsy procedure, the patient reported shortness of breath and chest pain. A chest x-ray confirmed a pneumothorax. Pneumothorax is a known complication of a lung biopsy procedure. It was reported to the company that the superdimension bronchus system was involved. The sd bronchus system is indicated for displaying images of the tracheobronchial tree to aid the physician in guiding endoscopic tools in the pulmonary tract. The patient was initially treated with a chest tube, without resolution, then taken to surgery for surgical closure. The patient has completely recovered. It was also reported that the biopsy results indicated the biopsy was taken from a different area than the confirmed navigation site (also confirmed by fluoroscopy), that was indicated by the sd bronchus system. Investigation is ongoing regarding the root cause of this event.

Manufacturer narrative:
Pneumothorax is a known complication of this procedure. The root cause investigation of the biopsy location error is ongoing to determine whether the inaccuracy was associated with a potential product malfunction. As superdimension's investigation into this event continues, additional information will be provided if warranted. An evaluation of returned components will occur once they are released from customs.